Manufacturer narrative:
Correction: d10 additional information: h6, h10. The device was not returned for evaluation. No imagery or videos were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing issues that would have contributed to the event. A lot history review was performed and revealed two other complaints relating to the reported balloon torn. As the reported balloon torn was unable to be confirmed; therefore, a complaint history review is not required. It should be noted that the reported event was off-label tmvr with sapien 3 valve in the native mitral valve via ivc approach with 29mm commander delivery system and 26f dry seal sheath (non-edwards device). The commander delivery system (ds) with sapien 3 valve and esheath is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section are for a tf (transfemoral) procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. The following ifus/training manuals were reviewed for instructions related to the complaint event: commander delivery system IFU, device prep training manual, procedural training manual,  supplement to edwards sapien 3: valve-in-valve patient screening and procedural training manual (mitral position). No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Th reported event of a balloon tear was unable to be confirmed. Due to unavailability of returned device and relevant imagery, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of manufacturing non-conformance could not be determined. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU and training materials revealed no deficiencies. It should be noted that the reported event was off-label tmvr with sapien 3 valve in the native mitral valve via ivc approach with commander delivery system and 26f dry seal sheath (non-edwards device). The commander delivery system (ds) with sapien 3 valve and esheath is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The reported balloon tear could be potentially from multiple factors(i.e., interaction between non-edwards device (sheath), interaction with other tools during the procedural, device manipulation and etc..). Due to insufficient information, a definitive root cause was unable to be determined at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the ventricular perforation is unknown however may be due to patient factors (e.g. Advanced age, friable tissue), and/or procedural factors (e.g. Device manipulation, poor wire management).   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects were identified, no corrective/preventative actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation.

Manufacturer narrative:
UDI (B)(4). Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an off-label tmvr with a  29mm sapien 3 valve in the native mitral valve via transfemoral approach with  29mm commander delivery system and 26f dry seal sheath.  A lampoon procedure was successfully performed. A septostomy was performed. During valve deployment it was noted that the valve was only partially inflated and the balloon stopped inflating.  The stopcock and inflation device were exchanged and the deployment was attempted again with the same result. After cine inspection it was noted that the contrast appeared to be exiting some sort of tear in the balloon hypotube several about 10mm proximal to the pusher catheter (the pusher was already pulled back several mm proximal to the 3 radiopaque markers). The valve, delivery system and 26f dry seal sheath were removed as one unit. A second dry seal sheath, valve and delivery system were prepped and used to complete the procedure successfully. A lv wire perforation at the end of the case was observed. They opened the patient surgically and repaired the lv apex. The patient left the room intubated, but stable. The devices will be returned for evaluation.